Event description:
It was reported that low sensing was observed. The physician decided to place a new pace/sense lead. After the replacement, the measurements were good. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.